Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement issue on the lv lead was observed. The physician tried to remove the lead but was unable to. The lead dislodgment was confirmed under fluoroscopy imaging. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.